Manufacturer narrative:
Date of submission xx/xx/xxxx device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings:.during investigation, the original complaint of the ink spots was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (ink spots) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 10-aug-2018. On investigation, the display screen did not reveal any evidence of the alleged ink spots and was clear of spots or marks in the display field. Investigation did not duplicate the complaint. The display screen was noted to be dim and discolored, however. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.